Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive and software were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a hard drive file system error message. No pt injury was reported.